Event description:
It was reported that during placement, the prongs from the black cord of the motor system (00900125), that plugs into the front, broke in the machine. The implant placement was not complete and the site was grafted.